Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in short noise reversion episodes. No changes or intervention were reported; the rv lead will continue to be monitored remotely. The patient was in stable condition.